Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m91p5c. The instrument was returned with a trocar inserted in the shaft. The visual inspection noted that the jaw was damaged at the right flange causing the I-blade to lock. Because of the damage to the jaw the trocar was not able to be removed from the instrument. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, an alleged issue occurred with the device details unknown. Another like device was used to complete the procedure. There were no patient consequences reported.